Manufacturer narrative:
Pump was received with blank display due to cracked and bleeding on lcd glass. Unable to perform functional testings due to blank display. Unit was received with broken off the end cap, cracked case at display window corner, minor scratched lcd window, stained keypad overlay, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that pump in piece was broken in insulin pump. The customer¿s blood glucose level was 170 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.